Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the a da vinci product involved with this complaint and completed the device evaluation. The large hem-o-lok clip applier was found to have one broken grip cable at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes the instrument not to clip. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Additionally, the instrument had a loose grip cable at the distal end as a result of the broken grip cable at the proximal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the large hem-o-lok clip applier was broken. It did not clip. The wire became exposed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.